Manufacturer narrative:
The cutter involved in the reported event, was not returned for evaluation. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report from a facility in the (B)(6) stated that the pneumatic cutter was not cutting effectively at 5000 cpm. However when the cut rate was dropped to 3000 the cutter worked. The surgeon then took the cut rate back up to 5000 cpm and the cutter started cutting effectively. There was no patient injury reported.